Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement which was confirmed through fluoroscopy. This lead was explanted and was replaced with a different model. No additional adverse patient effects were reported. This ra lead will be returned.